Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted, once the failure investigation has been completed.

Event description:
The customer reported that a 250ml bag of vancomycin was infusing thru a PICC line. The device alarmed for patient side occlusion. The line was flushed without difficulty however when the user opened the door a bulge was noticed in the tubing. The tubing and device was replaced however it continued to alarm; the user open the door and noticed a second bulge in the tubing. The user then obtained a 3rd set with the same device and the infusion ran without difficulty. No patient harm reported.

Manufacturer narrative:
The customer¿s report of bulge/balloon in the silicone segment below the upper fitment was confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During inspection it was observed that primary set number one¿s silicone segment tubing was weakened just below the upper fitment. During inspection it was observed that primary set number two¿s silicone segment tubing had a slight bulge and was weakened just below the upper fitment. No other anomalies were observed on the sets. Functional testing was performed; the sets flowed freely and ran with no issues observed. Pressure testing confirmed a small amount of air bubbles were observed in the silicone segment tubing of both sets when the device door was opened after infusion was completed. The root cause of the customer¿s report of ballooning silicone segment was not identified.

Manufacturer narrative:
Correction to initial report: omit lot/expiration. Omit manufacture date. Omit 2420-0500 as a concomitant product.